Manufacturer narrative:
This report is filed on march 11, 2019.

Manufacturer narrative:
This report is submitted on february 08, 2019.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to a non-device related infection. Re-implantation is planned but has not taken place as of the date of this report.